Manufacturer narrative:
A ge service rep performed an onsite investigation. The handle and hardware were order and will be replaced.

Event description:
The customer reported the left handle of the workstation has broken off. There is no report of death or serious injury associated with this complaint.